Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "the subject progressed very well with his index level symptoms, in spite of a concurrent history of lumbar disc problems which continued throughout to plague subject. At approx year 4 post index, the cervical symptoms worsened considerably and an MRI revealed adjacent c5-6 level disc protrusion. On (B)(6) 2010, a fusion was performed at the c5-6 level and the index hardware removed at c6-7 without replacement."